Event description:
Boston scientific crm received information that during the routine device replacement procedure, as the setscrews were loosened on this pacemaker, the second setscrew could not be loosened. While attempting to loosen the setscrew two screwdrivers broke. The device was then repositioned in the pocket and closed. A boston scientific crm representative was contacted for recommendations to loosen the setscrew. Troubleshooting methods were discussed and the setscrew was able to be loosened two days later during another procedure. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all manual electrical measurements and paced and sensed normally during testing. The device header was checked with an is-1 lead and fit was normal. The header was examined under high power microscope, seal plugs and adhesive appeared normal and hermetic seal appeared to be intact. All setscrews moved freely with no binding. The ring capture washer was distended which is a result from the setscrew being backed out to far and without a correct or working wrench.